Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 syringe 10ml ll 21ga 1-1/2in tw experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Event description:
It was reported that 3 syringe 10ml ll 21ga 1-1/2in tw experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
Investigation summary: photo evaluation: six photos were returned for evaluation. From the photo, observed damaged on the syringe barrel. Sample evaluation: three actual samples in open package was returned for investigation and the sample was not decontaminated. From the samples, observed damaged on the syringe barrel. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: based on the quality team's investigation, the root cause is related to the manufacturing equipment as the barrel transitioned to the needle assembly process and the defective parts were not identified by the manufacturing personnel. Actions to the manufacturing machine have been taken to prevent future barrel damage and communication to bring awareness of this incident was provided to the manufacturing personnel.